Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) due to corrosion and mold in/around the battery connectors, on the keypad flex cable, and on the lcd connector located on electrical board 2. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. The unit was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The insulin pump had a crack near the battery compartment side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.